Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and noticed that there was fluid intrusion into the iabp electrical system, causing multiple boards and pim module to fail. The fse replaced the power management board, the motor control board, the pneumatic module assembly and the printer. The fse then completed the full calibration and the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cardioisave intra-aortic balloon pump (iabp) had fluid in the drive lines and the safety chamber. There were no alarm of this malfunction. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.